Manufacturer narrative:
(B)(4). After installing the battery, the unit shows low power battery sign and no key function due to c13 voltage leak on interface board.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer was assisted with troubleshooting. Insulin pump screen sometimes get blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.